Event description:
The pt's spouse called lifescan and alleged that the pt meter was readng inaccurately low due to the meter being set to the incorrect unit of measurement. Medical affairs spoke to the pt's spouse and obtained the following information: the pt's spouse does not know how long the meter may have been set incorrectly. Spouse has been testing the pt's blood sugar for about 2 years and never noticed the decimal point. Spouse had not recently exhibited any symptoms other than on the day of the event. Spouse stated that the pt became lethargic and stated that pt did not feel well. The spouse tested pt's blood sugar and obtained a result of "146 mg/dl". The result was actually 14.6 mmol/l, which converted is 262 mg/dl. Spouse called the paramedics immediately after testing their blood sugar and that pt had passed out during this time. The paramedics tested the pt's blood sugar and the result was over 400 mg/dl. Spouse feels that because of the false low results pt was being given lower doses of insulin. The pt takes humalin n and humalog, which are based on their readings. Spouse was not able to provide the sliding scale. The pt has had diabetes for 33 years. No information was provided regarding the pt's testing supplies. Spouse does not know how the meter came to be in the wrong unit of measurement. Since the pt was unable to answer how the units of measure was changed, there is a possibility that the meter malfunctioned due to spontaneous power interrupt or use error was involved. The case is being reported as an adverse event based on the fact that the pt's insulin dosage was decreased due to falsely low results and pt suffered from hyperglycemia. A replacement meter and testing supplies are being sent to the pt.